Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: dark ring, fold creases and one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: crease sharp edge on radius assessed as fold flaw opening and smooth edge on radius due to smooth opening, stress marks and wear abrasion. Based on the device analysis the final assessment is: a opening extended is found with the following conditions: crease sharp edge on radius assessed as fold flaw opening and smooth edge on radius due to smooth opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.